Manufacturer narrative:
(B)(4). Investigation results: one flexiva 365 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it, this indicated that the fiber was broken within connector. The condition of the returned device would cause a weak aiming beam thereby confirming the event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 365 laser fiber was used during a flexible ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis p100 laser console with settings of 0.2 joules and 53 hertz and 1.0 joule and 10 hertz. According to the complainant, during preparation and outside the patient, it was noted that there was no aiming beam coming out from the laser fiber. The procedure was completed with another flexiva 365 laser fiber . There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.